Event description:
It was reported that the ventilator generated a technical error alarm indicating an open safety valve. There was no patient involvement reported. (B)(4).

Event description:
(B)(4).